Event description:
The customer reported that the insulin pump had a button error alarm. The customer reported that the error alarm occurred while the device was in his pocket. Blood glucose level at the time of the incident was 82 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit received with cracked reservoir tube lip, minor scratched display window and scratched reservoir tube window.